Manufacturer narrative:
Device returned with no lot identification. Product complaint analysis team has completed its investigation. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspection & results: cam position: engaged/disengaged, disengaged; cartridge batch number: j45l9r; cartridge position: loaded; drivers present in cartridge, present/up prox. 2; firing knob position: back/partial, back; gapspace pin condition: good; hook latch position: open/closed, closed; instrument halves: joined/separate, joined; knife condition: good; staples present? Formed/unformed, no and swing tab position: locked/unlocked, locked. Functional tests & results: instrument safety lockout properly, yes; staples fire properly, yes and staples form properly, yes. Analysis conclusion: based on info received and visual and functional results, no conclusion could be reached as to what may have caused the reported incident. Upon receipt, it was noted that all drivers on cartridge were in up position indicating that instrument had been fired through a complete firing stroke. Additionally, it was noted that proximal two drivers were up higher than other drivers. Due to condition of these drivers, it appears possible that an attempt may have been made to fire a spent cartridge. Instrument was fired with a reload cartridge and it fired and formed all staples as desinged with no difficulties noted. Mfg and engineering have been notified of reported incident. Co strives to understand each incident as it is reported in order to continuously improve co's products.

Event description:
It was reported the tlc55 was used during a colon resection. It was reported the cartridge jammed and would not fire. There was no consequence to the pt. 07/28/1997 the case was completed with another tlc55.